Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated experiencing pain in the area surrounding this device and extending through the shoulder since implant. Technical services (ts) referred the patient to the clinic for further evaluation. To date, this crt-d remains in service. No adverse patient effects were reported.